Manufacturer narrative:
(B)(4) the device remains in use supporting the patient. A correlation between the device and the reported gi bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced chronic blood loss due to gastrointestinal arteriovenous malformations and was status post cauterization to control the bleeding. The patient was transfused with 2 units of packed red blood cells. The issue resolved on (B)(6) 2015.